Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 5.0-4/4t/90 symmetry¿ balloon catheter was advanced for pre-dilatation. However, during the third inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another 5x4mm symmetry¿ balloon catheter. No patient complications were reported.

Event description:
It was further reported that no segment of the balloon detached inside the patient after it ruptured and the patient's post procedure condition was good.

Manufacturer narrative:
Describe event or problem updated. (B)(4).